Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor in (B)(6). "Speaker fault alarm power on the unit, it shows the speaker fault alarm. The alarm can reset. And now the unit has no audio alarm. Alarm module version is not shows in version screen. Check the alarm board, it is ok. Check the cable, it is ok. Check the jack on main board, and find the pseudo soldering."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty device for evaluation. A review of post market files for this device over the past 12 months has resulted in zero like allegations of alarm failures or discrepancies associated with solder workmanship issues as reported by the distributor. As of (B)(4) 2014 the alleged faulty device has not been received. Once the alleged faulty device is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.